Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number s14e30083 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the device was not returned, a device analysis could not be completed. The reported leak in the tubing could not be verified and a cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a leak from the tubing was discovered during peritoneal dialysis therapy on the homechoice device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.